Event description:
An endo gia stapler was being used in this surgical case and did not fire as it was supposed to. Another stapler was used in its place.

Event description:
An endo gia stapler was being used in this surgical case and did not fire as it was supposed to. Another stapler was used in its place.

Event description:
An endo gia stapler was being used in this surgical case and did not fire as it was supposed to. Another stapler was used in its place.